Event description:
It was reported that a device issue occurred, resulting in an aborted procedure. An ilab ultrasound imaging system was used for intravascular ultrasound (ivus) examination of the target lesion. During preparation prior to the ivus procedure, it was found that the acquisition processor (acq pc) could not start up. The procedure was not completed due to this event. No patient complications were reported.

Manufacturer narrative:
Investigation results: device analysis findings: the device was not returned for analysis; however, the field service engineer (fse) performed an on-site inspection and revealed it was confirmed on-site that the acq failed to start because the memory stick was loose. After the memory stick was reseated and tightened, the computer was restarted and functioned normally, and the functional test passed. Investigation conclusion: this investigation is assigned an investigation conclusion code of cause traced to component failure. This conclusion was selected because the reason for the acquisition processor (acq pc) could not start up was most likely determined to be the memory stick the fse analysis onsite and additional available information. Furthermore, fse reseated of the memory stick has resolved the complaint.

Event description:
It was reported that a device issue occurred, resulting in an aborted procedure. An ilab ultrasound imaging system was used for intravascular ultrasound (ivus) examination of the target lesion. During preparation prior to the ivus procedure, it was found that the acquisition processor (acq pc) could not start up. The procedure was not completed due to this event. No patient complications were reported.